Event description:
Reportedly, the pt sustained 2 separate third degree burns on her right thigh and left thigh. During the procedure, the doctor placed the device on the one thigh of the pt without noticing the burn and repeated it on the other thigh causing the burn.